Event description:
Customer called to report that the reservoir icon in the screen of the insulin pump is not accurate in its account of the amount of insulin in the reservoir. Customer's blood glucose reading was 179 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).